Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device and no non-conformances related to the reported complaint condition were identified. The product upon which this medwatch is based has been received, however, the evaluation of the device is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an umbilical hernia procedure (B)(6) 2019 and the mesh was implanted. During the procedure, the device tore. Another like device was used to complete the procedure with no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/04/2020. Additional information: d10. H3 evaluation: one empty opened foil and one used mesh were returned for analysis. During visual inspection of the used sample, the straps were partially detached and damaged at the top assembly due to use. Also, body fluids on the sample were noted. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident.